Event description:
Device returned for service. Technician found worn rubber rings and safety rings and lacks lubrication, primary reason for overheating. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing, rubber rings, and safety rings to be in poor condition. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.